Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a ventriculoatrial shunt in a moderately tortuous and severely calcified vessel. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, on initial inflation at 20 atmospheres, the balloon ruptured. The device was removed from the patient without problem and the procedure was completed with another of same device. There were no patient complications reported and the patient status was good.